Event description:
A patient presented to the emergency room with severe right shoulder pain. The patient had previously suffered a comminuted right shoulder fracture from a fall and underwent a reverse shoulder arthroplasty (rtsa). The pateint was doing well postoperatively but began experiencing pain after starting range of motion exercises. Radiographs revealed a dislocated rtsa, and an attempted closed reduction in the ed was unsuccessful. In the preoperative area, another closed reduction was attempted but failed to maintain the shoulder's position. There is a possible upcoming revision of the reverse shoulder arthroplasty.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.